Manufacturer narrative:
On (B)(6) 2019, mentor became aware that there was no report of generalized illness or any specific product failure,and at this time, this file does not meet the criteria for MDR reporting. If additional information is received, the file will be updated and supplemental reports will be sent as applicable. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: not explanted as of this report. Issue with generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an unknown breast surgery with unknown breast implants which patient reported issue (generalized illness) with unknown side. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.